Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had given a channel error code 242.4030. The customer replaced air-in-line sensor as a troubleshooting technique. The pump again displayed channel error. There was no patient involvement.

Manufacturer narrative:
Omit: is combination product?, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: medical device catalog #. Additional information: device available for eval?, returned to manufacturer on, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of the reported issue of pump module had no power when connected to pcu is attributed to a faulty 22?f capacitor c23 on the motor controller board which caused the fuse f1 to blow. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had given a channel error code 242.4030. The customer replaced air-in-line sensor as a troubleshooting technique. The pump again displayed channel error. There was no patient involvement.